Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was readmitted to the hospital for recurrent peritonitis. The peritonitis manifested as cloudy effluent and the patient began treatment with an unspecified antibiotic intravenously (IV) for an unknown indication. The patient¿s catheter was removed and the patient was placed on hemodialysis. Treatment for the peritonitis was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The peritonitis manifested as abdominal pain and cloudy effluent. The patient was hospitalized for the event and began treatment with vancomycin and amikacin (doses, frequencies and routes not reported). It was unknown if the patient recovered from the peritonitis. It was reported that retraining was started and the patient was instructed on proper aseptic technique. No additional information is available at this time.